Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father called to report a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 457 mg/dl. Diagnosed hyperglycemia. Caller stated that the previous night, the blood glucose reading was 290 mg/dl, then increased to 300 mg/dl. During troubleshooting, manual prime correct. Insulin exits the tubing. The time and date are correct. Programming is correct. Nothing further reported.